Event description:
Kalteis, k, et al influence of bilateral stn-stimulation on psychiatric symptoms and psychosocial functioning in pts with parkinson's disease/journal of neural transmission/2006/113/9/1191-1206 the article describes a study where the authors investigated the effects of dbs subthalamic stimulation on psychiatric symptoms and psychosocial functioning in pts with parkinson's disease. A total of pts were assessed three times prior to surgery and at three, nine weeks as well as three, six and twelve months after surgery. Some post stimulation complications were noted. One yr post-operatively, one pt noted a decrease in psychological functioning vis a vis psychological construct questionnaires, specially in trait-anxiety and depressive symptoms. No treatment or outcome info was provided.

Manufacturer narrative:
This is being submitted following an internal audit.